Event description:
It was reported that two active infusions were infusing on the date (B)(6) 2022 and at the time of 8:09 am. The pump module s/n: (B)(6) was infusing amiodarone and the pump module s/n: (B)(6) was infusing a basic secondary infusion at the rate of 5ml/h. The primary infusion had its rate at 2ml/h. Both pump modules were recorded removed which induced a ¿channel disconnected¿ alarm event on the pcu. Information on patient impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit: concomitant med prod data (8100), c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that two active infusions were infusing on the date (B)(6) 2022 and at the time of 8:09 am. The pump module s/n: (B)(4) was infusing amiodarone and the pump module s/n: (B)(4) was infusing a basic secondary infusion at the rate of 5ml/h. The primary infusion had its rate at 2ml/h. Both pump modules were recorded removed which induced a ¿channel disconnected¿ alarm event on the pcu. Information on patient impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow-up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.